Event description:
The manufacturer received information alleging that on 07/19/2023, one hour after a patient was assisted with the use of a trilogy 202 device, the ventilator was unable to provide normal ventilation support, resulting in a continuous decrease in oxygen saturation and worsening breathing abilities. There was no harm or injury reported. Medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.